Event description:
It was reported by the patient that the monitor would not turn on, replaced batteries and verified polarity. Patient had transmitted successfully once. Will replace monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.